Manufacturer narrative:
G4: 04may2020. B4: 05may2020. Additional information was received that there was no medical intervention required as a result of this event. The customer could not provide the patient's information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported a high blower temperature. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support provided remote assistance to the customer. It was determined that the air inlet and cooling fan filters had a large buildup of dust. The customer reported that replacing the filters resolved the problem.